Manufacturer narrative:
Correction: e1 and h4 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to dirt on the electrical contacts of the system. The inspection method for this event is described in the instruction manual ``chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment'' as follows. "[Inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the lens at the tip of the endoscope with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Check that the illumination light is coming out. 4. Adjust the light intensity to the appropriate brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and nbi observation image. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as the normal light observation image and nbi observation image disappearing momentarily." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was producing a purple image during procedure preparation. According to the initial reporter, the intended procedure was completed using the subject device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no discoloration present in the image during the device evaluation. However, the distal end was scratched, the adhesive was chipped, and the angle wire was worn, causing the bending angle to be out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.